Event description:
The ventilator only lasted 35 minutes, then "low battery", "battery empty", and "shutdown" within 1 minute of each other. The ventilator was only used for 20 minutes at a time on internal battery then plugged into pc power to charge. Please note that there was no death or severe injury reported.